Event description:
It was reported that the patient presented in clinic for follow-up. It was found that the right ventricular (rv) leadless pacemaker (lp) had gone into backup mode due to poor telemetry during firmware upgrade. The telemetry electrodes were adjusted and the rvlp was restored with successful update. There were no patient consequences.